Event description:
A 24 mm diameter x 14 mm diameter x 15.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2004. Aneurysm and vessel morphology are unk. It was reported that the pt had co-morbidities of chronic obstructive pulmonary disease, coronary artery disease, and hypertension. It was reported that during implantation the device was placed too low in about 5 months the pt was seen for follow-up. The stent graft migrated and there was a type I endoleak. Two cuffs were placed and the endoleak resolved. The procedure was uneventful; however, in a week the pt expired due to aspiration.